Event description:
It was reported that the zimmer skin graft mesher had a bent comb, the carrier stuck, and the unit wouldn't open. Additional information received on 08/30/2010 indicated that the graft was unusable and an allograft had to be used to complete the case.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The device is 18 years old. The returned device had a damage comb, which likely caused the issue. No other damage or defect was found. The cause of the reported issue is likely damge caused by the user not following the device IFU. Per the IFU, "to avoid damge to the comb, the comb must be in the horizontal position before the cutter is installed. A letter will be sent to the customer on the findings.